Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 90 mg/dl. The customer was assisted with trouble shooting and was advised that the issue with the calibration was that the sensor may not be well taped. The customer was informed to monitor the situation and if the sensor and to call back if the issue continues. Two new sensors were shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.